Manufacturer narrative:
Corrected data: initial reporter name and phone number.

Event description:
It was reported that the device was heating up during testing. There was no patient involvement reported with this event.

Event description:
It was reported that the device was heating up during testing. There was no patient involvement reported with this event.